Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection confirmed the header was loose from the device case. There was body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose headers are due to an insufficient bond strength between the header and the device case.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the explant procedure for normal battery depletion the header on the pacemaker came halfway off when removing the atrial lead from the device. The pacemaker was returned for analysis. No adverse patient effects were reported.